Manufacturer narrative:
Product was returned for analysis on 01/07/2016. Complaint conclusion: during the coil embolization, the deltapaq coil ((B)(4)/c28390) could not be detached. The surgeon withdrew the coil and unspecified microcatheter and exchanged it for a new one to complete the procedure using the same unspecified cable and dcb. There was no report or patient injury and no clinically significant delay in the procedure. The microcatheter did not appear damaged in any way. A pre-deployment electrical check had been performed, and a low battery or fault light had not been seen during the case. It was unknown if all lights illuminated or the audible signal beeped. All connections appeared to fit properly without application of excessive force. It was reported that the device would be returned for analysis. Information regarding concomitant devices and patient age, gender, weight and medical history could not be obtained. The deltapaq was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) ((B)(4)) and the enpower systems ready green light failed to illuminate. Compression of the resistive heating coil section caused the electrical testing to pass with resistance at 51.5 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil failing to be detached inside the target site was confirmed. The dpu failed electrical testing. The most likely root cause of the dpu passing the pre-deployment electrical test and failing to detach inside the target site most likely was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined, as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete, but unidentified, detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). It was reported that the device would be returned for analysis; however, the device has not yet been returned. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization, the deltapaq coil (cdf10020430/c28390) could not be detached. The surgeon withdrew the coil and unspecified microcatheter and exchanged it for a new one to complete the procedure using the same unspecified cable and dcb. There was no report or patient injury and no clinically significant delay in the procedure. The microcatheter did not appear damaged in any way. A pre-deployment electrical check had been performed, and a low battery or fault light had been seen during the case. It was unknown if all lights illuminated or the audible signal beeped. All connections appeared to fit properly without application of excessive force. Information regarding concomitant devices and patient age, gender, weight and medical history could not be obtained.